Event description:
A biomedical engineer reported that during surgery, the cutter stopped cutting. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not repeat the customer reported problem of the vitrector stops cutting. The company representative found the l8 solenoid failing the open pressure check, and replaced the solenoid valve assembly. The system was then tested and met product specifications. The solenoid valve assembly is returning for evaluation. Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).